Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that during a planned maintenance, the application unexpectedly quit as she was loading the resin head model to test registration. She restarted the system and was unable to replicate the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.